Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she can't get insulin come out of the insulin pump. Customer was confused and trying to prime the pump. Customer was advised that they need to rewind first. Customer was finally able to rewind, however, the call was disconnected. Customer called back and stated that her blood glucose was 455 mg/dl. Customer reported a broken belt clip. Customer stated that she was trying to change her set and she was trying to insert a new reservoir. Customer received a check blood glucose now alarm. Customer stated that she has been having high blood glucose since she has been sick. Customer treated with the pump until her blood glucose went down from over 600 mg/dl to 455 mg/dl. Customer will be sent a replacement belt clip.